Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy with bso procedure, the rotation knob broke off. Another like device was used to complete the case. There was no consequence to the pt.